Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the system had did not start. The amplifier and connections were checked, but the issue remained. The procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
One workmate claris amplifier with pn 100084422 and sn 15870458 was received for evaluation. The returned workmate claris amplifier was powered on but no communication was established with the test standard workmate claris computer. The single-board computer (sbc) was temporarily replaced with a known good sbc board and successful communication was established with the test standard workmate claris computer. Using the test standard sbc board, the amplifier was run for a few hours, and no interruption or loss of communication was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.